Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The customer stated that the patient was a pediatric patient.

Event description:
It was reported that the rn initiated a remicade 250ml chemotherapy infusion. Approximately 5 minutes later, the patient's father informed the nurse that the tubing set was leaking. Upon assessment, the nurse found that the patient's blood was backing up into the line and that the leak appeared to be coming from the tubing set filter. The nurse primed a new filter with normal saline and replaced the old filter piece with the new one. It was also noted that the patient did not receive approximately 5ml of the medication due to the event. The customer later stated that there were no nursing reports of any adverse effects caused to the pediatric patient from the event.